Event description:
It was reported that the patient had been discharged from the hospital and was doing well. This event was not an issue with the pump itself; the cardiologist attempting to stent got the guide wire too close to the motor and the wire got stuck causing the pump to stop. A cardiac surgeon was present for the procedure so the patient was quickly put on ECMO and transferred to the or for pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed that a wire was caught in the rotor that prevented the rotor from rotating and restarting, as captured in the retrieved log files. The report of compression or a kink of the outflow graft could not be confirmed as the outflow graft was not returned for evaluation, and no photos or diagnostic images were submitted; a specific cause for this reported event could not be conclusively determined. The patient underwent a procedure on (B)(6) 2021 for outflow graft stent placement for a compression or kink of the outflow graft. The cardiologist inserted the guide wire too close to the pump rotor, and the guide wire became stuck. The pump stopped and was unable to restart. The patient was placed on extracorporeal membrane oxygenation and transferred to the operating room for a pump exchange. It was reported that the patient was then discharged from the hospital and is doing well. Review of the log files retrieved from the primary and backup controllers contained data on (B)(6) 2021. Low flow hazard, low speed hazard, and pump off alarms were captured throughout the data on (B)(6) 2021. The pump was typically unable to rotate despite some instances of pump speed transiently increasing. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump. The sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief (ogbr), and sealed ogbr collar were not returned. A wire was found within the outflow elbow that extended into the pump, and it was found that the rotor did not rotate when manipulated by hand. Upon disassembly of the pump, the wire was found to extend into the distal side of the blood tube and appeared to be wedged between the rotor and blood tube. Examination of the rotor and blood tube found damage to the distal ends of the rotor blades, concentric scratches/score marks on the distal rotor body, and concentric scratches/score marks on the distal blood tube. The damage and scratches/score marks were consistent with a guidewire becoming caught in the rotor during support. Examination of the blood tube upon removal of the rotor revealed some small, loosely coagulated depositions. The depositions appeared acute and did not demonstrate any evidence of denaturation or lamination. The depositions appeared to have formed over the period of low flow while the wire was caught in the rotor. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. After removal of the wire, the pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended with the wire removed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23aug2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard, low speed, and pump off alarms, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 warns if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump and conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted. There is also the potential for retrograde flow within the left ventricular assist device. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard, low speed, and pump off alarms, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred to a different hospital for a heartmate ii outflow graft stent. During the procedure the heartmate ii pump stopped and would not restart after advancement of guide wire. The patient was taken to the operating room and the pump was exchanged.